Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned. Reported defect not reproduced on returned meter. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 26-jun-2024 to ensure the replacement products resolved the initial concern -able to establish contact with customer who stated they are comfortable with the glucose readings from the new replacement products.

Event description:
Consumer reported complaint for low and erratic blood glucose test results. The customer is concerned with test results from back to back blood tests from the same finger obtained (B)(6) 2024 am fasting postprandial of 37, 300 and something and 90 something. The customer¿s expected blood glucose test result ranges are 80-90 mg/dl am fasting postprandial, 200 mg/dl 1 pm average fasting and 90 mg/dl 5 pm average fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/28/2025 and open vial date is 06/12/2024. The meter memory was not reviewed for previous test result history.